Event description:
The surgeon performed a partial knee arthroplasty procedure on (B)(6) 2012. About four weeks later, mako was informed that the patient had fallen while exiting an elevator, and experienced a fractured femur as a result.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was initiated at mako surgical with regard to this event. The investigation is in progress and has not yet reached a conclusion. The original event report stated that the fracture occurred at the femoral bone pin site, even though the surgeon has been using the thinnest pins available (3.2 mm diameter) to decrease the likelihood of such fractures. If additional information is obtained after the investigation has been completed that is substantive in nature, a follow-up MDR will be submitted.